Event description:
Customer called to report damage to the insulin pump. Customer stated that there are cracks in the reservoir compartment. Customer stated that the drive support cap appears to be damaged. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked battery tube threads, cracked case on display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.